Manufacturer narrative:
The insulin pump had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. Download wasn't completed using carelink pro due to the alarms. The device functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery, and displacement test. Multiple basal and bolus units were programed and all basal/bolus were properly recorded on device history screen, anomaly was noted. The device had cracked battery tube threads. (B)(4).

Event description:
Company representative reported via phone call, reported the customer was unable to download the insulin pump and believed the insulin pump wasn't delivering insulin accurately. Customer stated they called to perform troubleshooting was performed a week ago. The device was returned for analysis.